Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Reportedly, the customer would experience high bg levels while on the pump. When the pump was removed, the customer would revert to manual injections and bg levels would return to target range. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.